Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose, diabetic ketoacidosis, and low potassium. The patient's blood glucose at the time of incident was 480 mg/dl. The customer was treated with saline and an IV. No troubleshooting was initiated, and no products were returned or replaced.